Manufacturer narrative:
A medtronic representative went to the site to test the equipment on 23 december 2016. The representative reported that due to the restricted motion, the x-stage cover was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect cover has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, an audible clicking noise could be heard coming from the gantry of the imaging system. The gantry motion was also restricted in the x-direction. The site was able to perform a spin without complications. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.